Event description:
For the past few nights I have had a burning smell after using the machine. Products have been switched out on the 2nd night and still that same smell. I work for a CPAP (continuous positive airway pressure) company and am very familiar with machines and the products. I don't use the humidity so that has been off along with the heated tubing. I have now unplugged the machine and will reach out to philips tech support as well.